Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of over bolusing causing blood glucose to fall and needed assistance. Customer was advised to suspend insulin and monitor blood glucose. Customer's blood glucose was not given.